Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the right atrial lead exhibited high capture thresholds. The physician did not allege this was due to lead malfunction. The right atrial lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Report type in previously submitted supplemental MDR should have been reported as a malfunction.

Event description:
New information received noted that the right atrial lead was unable to be implanted due to patient related issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.